Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not subject the camera head to shocks. It may be damaged.¿ the root cause could not be determined. However, based on the results of the investigation, it is believed that damage to the camera head by user handling caused this event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the charged couple device was loose and causing no image on the display. Additionally, a kink was noted in the cable. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
During a routine device inspection, the hd autoclavable camera head was not producing an image due to an intermittent problem on the charged coupled device. There was no patient involvement during this event.